Event description:
It was reported that during axillary dissection/mastectomy procedure, clip applier misfired. Clips did not form properly around the vessels resulting in the vessel not being occluded and some blood loss when the vessel was cut. No pt consequences.